Event description:
It was reported that the patient was seen in clinic and high lead impedance was observed. Additional information received noting that the patient was seen again and high impedance was still observed so the device was disabled and the patient was referred for x-ray images. X-ray images were received and reviewed. The generator was located in the patient¿s upper left chest. The connector pin cannot be seen coming through the second connector block due to the angle of the image. But the notch on the lead pin is seen to be within the two connector blocks and the placement of the back of the lead pin further confirmed the lead pin is fully inserted. The filter feedthru were confirmed to be intact. The lead was observed in the patient¿s neck and appeared to be routed toward the patient¿s left chest. A strain relief bend is present per labeling, but a strain relief loop does not appear to be present in the neck area per labeling. One tie down was visible, but placement does not seem to be per labeling as it is placed after the strain relief bend and not laterally to the anchor tether prior to the bend. The lead wires are intact at the connector pins. No sharp angles or gross discontinuities were identified in the visible portion of the lead. The cause of the patient¿s high impedance could not be determined based on the images provided. Note that the presence of a micro-fracture and/or a lead discontinuity could not be ruled out in the portion of the lead that is not visible in the provided images. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.